Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The o-rings and flow control valve were replaced. The unit was returned to service. The customer contact reports there is no patient information available.

Event description:
The hospital reported an intermittent failure of the unit to mechanically ventilate, during a case. Patient was switched to manual ventilation. There is no report of patient injury.